Manufacturer narrative:
The cause for the discordant reactive advia centaur (B)(6) igm result is unk. The customer stated there were no instrument issues. The instrument is performing within specifications. No further eval of the device is required.

Event description:
A reactive advia centaur (B)(6) igm result and a non-reactive (B)(6) total result were obtained for a pt sample and reported. The physician questioned the results. The customer performed repeat (B)(6) igm and (B)(6) total testing on three different advia centaur systems and the results were the same. Pt treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant (B)(6) igm results.